Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the e. Initial reporter and g3: report source.